Manufacturer narrative:
Infutronix is waiting for the device to be returned for evaluation.

Event description:
On (B)(6) 2020, a distributor of infutronix reported an issue on behalf of an end user: "set broke causing there to be a leak. Exact location is unknown waiting to get tubing in to look at it. Cassette was wet around the green anti free flow clamp." Device operator was a registered nurse. A patient was involved but not harmed. The contract manufacturer of the affected device is podo xingda (B)(4) medical co. Ltd.